Manufacturer narrative:
(B)(4). The pad-pak was first successfully installed on the (B)(6) 2010 and performed self-tests up to (B)(6) 2015. Multiple manual power ups of ten minutes duration were recorded in the device memory between the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.